Manufacturer narrative:
The units of measure for ft3 were pg/ml; the units of measure for tsh were uiu/ml. The physician said the ft3 value was unexpectedly low, despite the medication the patient was on. The customer would not provide specific information regarding the patient's medications. Investigation of the patient sample by the manufacturer determined the customer's results were reproducible; testing did not indicate any non- specific reactions.

Event description:
The customer alleged questionable results on one patient sample for ft3 - free triiodothyronine and tsh - thyrotropin. Units of measure were not provided. The customer obtained a ft3 of 2.0 on an elecsys analyzer. The repeat value on a siemens centaur analyzer was 2.6. The initial tsh was 0.4 on an elecsys analyzer. The repeat value on a siemens centaur analyzer was 0.3. The customer stated there was no death, injury, illness, or serious deterioration in health due to the erroneous result. The customer did not provide the lot number or expiration date of the ft3 or tsh reagents.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.